Manufacturer narrative:
Product event summary: analysis found that the emergency button was inoperable. There was an overlay grounding spacer found lodged behind the bezel and button.

Event description:
The programmer that was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.